Event description:
As reported to coloplast, though not verified, the patient with this device experienced exposure of the mesh, protrusion of the mesh, erosion, bleeding, pelvic pain, pelvic nerve damage, vaginal pain, dysuria, dyspareunia, urinary urgency problems, scarring, permanent disfigurement, and difficulty with daily activities. The device was removed on (B)(6) 2022. The patient also reportedly had repair and revision surgeries in (B)(6) 2024. As reported to coloplast, though not verified, additional information from legal representative stated the patient experienced urine leakage with cough and sneeze, microscopic hematuria, chronic idiopathic constipation, incomplete bladder emptying, hesitancy, straining to void, muscle spasms/contraction, impaired posture, atrophic changes, burning vaginal pain and urinary tract infection.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced exposure of the mesh, protrusion of the mesh, erosion, bleeding, pelvic pain, pelvic nerve damage, vaginal pain, dysuria, dyspareunia, urinary urgency problems, scarring, permanent disfigurement, and difficulty with daily activities. The device was removed on (B)(6) 2022. The patient also reportedly had repair and revision surgeries in (B)(6) 2024.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, a follow up will be filed. Complaints of this nature are monitored and captured within the product risk documentation as possible known harms except constipation, ambulation/postural difficulties, or atrophy. There are no clinical studies or literature or data to support a specific direct causal relationship between altis and constipation or ambulation/postural difficulties. While atrophy is listed in the risk management document, it was determined that a causal relationship with altis was unassesable in this complaint; however, risk documentation will be updated to more accurately reflect this complaint. While there was no direct causal relationship between altis and the specific harms listed above, it was determined that these may be secondary/subsequent effects. No further action or corrective action is required at this time.